Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal device was inserted into the insertion sheath, no snapping sound was heard and the anchor did not deploy. The physician attempted to push and pull the device, then the anchor was deployed unintentionally. As it was difficult to remove the device from the patient body, the physician performed surgical procedure to remove the device. The patient condition is being currently monitored. Blood loss was less than 250cc. Patient condition is non serious health damage. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was on the left common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update the evaluation by MFR section and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in rear lock position with color bands fully exposed. There was slack present in the suture that was securing the anchor. There was no damage noted to the distal tip of the hemostasis sheath. The anchor was bent like a dogleg shape and had fully exited and hung outside of the sheath. There was no issue observed with the deploying locking sleeve of the device. No other visual anomalies were noted. For functional testing, digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was either pulled and/or re-inserted the device into the artery after posting of the anchor. However, the exact cause of the reported event cannot be definitely determined based on the available information.